Manufacturer narrative:
510k: this report is for an five (5) unknown 3.5 mm cortex screws. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal of an olecranon plate construct on (B)(6) 2017 due to infection. The patient had presented to operating room (or) on (B)(6) 2017 for a grade 2 open comminuted olecranon fracture and a medial epicondyle avulsion. All removed hardware was intact. The distal humerus hardware remains implanted. The surgeon stated that the infection was most likely due to an open wound and patient hygiene issues. Procedure was completed successfully with no surgical delay and no additional medical intervention. Patient was listed as stable post-operatively.this is report 3 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had nonunion and delayed healing.